Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and the system impedance showed values between 35 and 40 ohms. Induction testing was attempted, however, it was impossible to send the 50 hertz when pushing the button to induce. The health care professional (hcp) mentioned it was like if the command was not transmitted to the device and a telemetry issue was suspected. The programmer and the telemetry wand were changed, however, the same results were obtained. It was discussed that sometimes nothing happened upon pushing the induction command and sometimes the physician felt a low contraction. A 10 joule shock was performed and the impedance showed 37 ohms. A possible inadequate position of the system was suspected. The physician then relocated the device more posterior, still showing 35 shock impedance and still not being able to induce ventricular fibrillation (vf). Hence, the physician suspected a potential electrode issue. The electrode was removed and a new electrode was implanted on the right side, however, the impedance was still showing 35 ohms. There were no signs of a broken electrode and it was still not possible to induce vf in the patient. The final decision was to remove the entire system and the clinic wants to eventually implant a competitor product. It was suspected that the presence of water in the patient could be a potential cause due to the patient not having a dialysis on time. Technical services (ts) reviewed the event and the programmer files were requested for complete analysis. It was advised to perform a shock vector assessment as well as the possibility of pleural effusion. It was also discussed that the reason of the low impedance can be driven by different factors, one of them being an excessive fluid accumulation. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and the system impedance showed values between 35 and 40 ohms. Induction testing was attempted, however, it was impossible to send the 50 hertz when pushing the button to induce. The health care professional (hcp) mentioned it was like if the command was not transmitted to the device and a telemetry issue was suspected. The programmer and the telemetry wand were changed, however, the same results were obtained. It was discussed that sometimes nothing happened upon pushing the induction command and sometimes the physician felt a low contraction. A 10 joule shock was performed and the impedance showed 37 ohms. A possible inadequate position of the system was suspected. The physician then relocated the device more posterior, still showing 35 shock impedance and still not being able to induce ventricular fibrillation (vf). Hence, the physician suspected a potential electrode issue. The electrode was removed and a new electrode was implanted on the right side, however, the impedance was still showing 35 ohms. There were no signs of a broken electrode and it was still not possible to induce vf in the patient. The final decision was to remove the entire system and the clinic wants to eventually implant a competitor product. It was suspected that the presence of water in the patient could be a potential cause due to the patient not having a dialysis on time. Technical services (ts) reviewed the event and the programmer files were requested for complete analysis. It was advised to perform a shock vector assessment as well as the possibility of pleural effusion. It was also discussed that the reason of the low impedance can be driven by different factors, one of them being an excessive fluid accumulation. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.